Manufacturer narrative:
(B)(6). Evaluation of the sample provided by the customer: it is not possible to identify the reported defect. According to the evaluation of the batch records there are no records of occurrences from the observed samples. According the functional test performed there are no defects observed with the sample. Were evaluated the records of the batch, visual evaluation and functional test of the sample. After the analysis and functional test performed it is not possible identify the reported defect. Bd was not able to duplicate or confirm the failure mode indicated by the customer. The data was insufficient.

Event description:
It was reported during use of the bd solomed¿ syringe the patient states that after aspirating the liquid, it leaked due to a cracked syringe. There was no report of injury or medical intervention.